Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When the attached foreign matter was subjected to component analysis, it was found to be cyanoacrylate, a medical adhesive. It is difficult to identify the cause of the occurrence because it is unknown how the facility is used. Also, subject device had no problem except the foreign matter attached. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to return to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the referenced device yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after reprocessing of the subject device, white foreign matter had been stuck to the instrument channel outlet of the subject device. The subject device had been reprocessed with olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient injury associated with the event.